Event description:
It was reported that the surgeon had difficulty implanting the device following proper trialing and assembly. The surgery was prolonged due to a failure of a non-zimmer tmt component being used in the surgery.

Manufacturer narrative:
Investigation in process.